Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears their pump against their skin. The customer's blood glucose level was 188mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and successfully resumed insulin deliveries without changing any pump supplies.